Event description:
It was reported that the patient experienced arrhythmia. The device was unable to be interrogated and there was no magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate and no magnet response was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the device revealed a deep cut on the metal housing. The device was cut open to enable further evaluation and the battery was found depleted. The cut was confirmed to penetrate through the metal housing, which resulted in fluid ingress to internal electronics. This is consistent with an incident during the surgical procedure in (B)(6) 2024 while the device was still implanted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, resulting in the reported events.